Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 12/31/2020 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024. On (B)(6) 2024 the old battery pack was uninstalled, the new battery pack was installed, a manual self-test was completed, and the service code warning was cleared. The log history file was downloaded to be sent to the manufacturer for further analysis. The cause of the 'replace battery pack now' warning was related to the user failing to address the AED's alert condition, which reduced the battery pack's life expectancy.

Event description:
A customer reported their AED is prompting a battery replace now warning. They did not report that this event occurred during patient use.